Event description:
It was reported that there was a hematoma. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 30mm watchman laa closure device & delivery system (wds) were used. The procedure went as planned and the closure device was successfully implanted into the laa of the patient. After all the sheaths had been removed the physician found that there was a hematoma at the groin access site. In addition it was also discovered that there was a fistula in the vein on the right groin where the access was for the procedure. The physician placed a stent in the right superficial femoral artery. At this time the patient did become bradycardic and their pressure dropped. While these events were being treated the closure device was re-evaluated for stability. The physician performed a transthoracic echocardiogram. The results showed that the device was still in a good position and there was no pericardial effusions that were discovered. The hematoma and fistula did not require any additional treatments and the patient recovered well following these events. The patient has since been discharged from the hospital.